Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this electrode migrated to the breast due to the patient having large breasts. A revision procedure occurred where the physician made an incision, retrieved the lead and sutured down the tip. A post revision defibrillation threshold (dft) test was performed which was successful. No additional adverse patient effects were reported.